Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment for the event with unspecified drugs added to the dianeal solution (doses, frequencies, and routes were not reported). It was not reported whether the patient was hospitalized for the event. On an unreported date, pd therapy was withdrawn. At the time of this report, the patient was not recovered from the peritonitis. No additional information is available.